Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack on the funnel of the catheter. No patient injury was reported. A new catheter was placed without impact to the patient.

Manufacturer narrative:
The reported issue (it was reported that there was a crack in the funnel of the catheter where it connects to the drain bag. No patient injury reported. A new catheter was placed without impact to the patient.) Was unconfirmed, the product met specification; per visual inspection no defects were found. The funnel was inspected under 10x magnification and no cracks were found that could have contributed to the reported issue. Per functional evaluation, the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe and no leakage on catheter was found; after the catheter was injected with water by way of the drainage lumen and no leakage was noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). Correction: manufacturer name, city and state, report source.

Event description:
It was reported that there was a crack on the funnel of the catheter. No patient injury was reported. A new catheter was placed without impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack on the funnel of the catheter. No patient injury was reported. A new catheter was placed without impact to the patient.